Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack in the display screen on the insulin pump. Customer went to put in his reservoir and noticed there was a hairline crack in the display screen from the top to the bottom. Pump appears to be working okay. Customer's blood glucose level was 116 mg/dl at the time of the event and it is currently 122 mg/dl. Customer does not recall how the damage occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.